Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported a loaner dermatome didn't function properly between the device and the blade. Additional information received february 16, 2017 confirmed this took place during surgery and though the harvested graft was useable, it was thicker than anticipated. It was also stated that sterile paper was added under the blade in order to perform the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned an electric dermatome device for evaluation. The customer also returned a power supply for evaluation. Medicrea has previously repaired/evaluated the electric dermatome two times. The last repair was (B)(6) 2016 where it was reported that the device tore the skin and lacked power and the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing and motor were replaced. This is not a related issue. Medicrea has previously repaired/evaluated the electric dermatome power supply one time as documented in the vdoc service portal. The last repair was (B)(6) 2016 where it was reported that the device tore the skin and lacked power. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by medicrea revealed that the motor was corroded and had traces of water ingress and the lever was of an older style. Prior to repair, the device was outside calibration specifications at the zero thickness setting and the motor did not operate. Repair of the electric dermatome was performed by medicrea on (B)(6) 2017 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing and motor. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by medicrea it was noted that the motor did not operate when tested. While during the initial inspection by medicrea it was noted that the motor did not operate when tested, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The electric dermatome was repaired, tested and returned to the customer.